Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia procedure and absorbable straps were used. Several straps of the device were lost, as they did not penetrate properly into the tissue. Additional information will be requested.